Event description:
It was reported that the device was implanted and explanted in 2008, as the doctor decided on mitral valve replacement. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.